Manufacturer narrative:
Event date: exact date unknown, event occurred several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg due several non-device related surgeries. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.